Event description:
The clearify visualization system did not turn on when opened to the sterile field. Note: this item does not touch the patient - it is used, away from the patient to warm/clean the end of the scope used for laparoscopic cases. FDA safety report ID# (B)(4).